Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "no audible alarm tone during set up" was not confirmed nor reproduced during device evaluation. Therefore, no assignable could be provided, and no repair was necessary to correct the reported condition as it was found to be within specification. Additional information: a service history review was performed revealing that the device has been previously sent into service for the reported condition. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Event description:
Baxter received a report from a facility involving an automix 3+3 compounder. According to the facility, there was no audible alarm tone during set up. The unit is being swapped. There was no patient involvement and therefore, no patient injury, medical intervention, or adverse event. No further information was available at this time.

Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found that would cause or contribute to the reported condition.